Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturing number: 2017865-2021-30977. It was reported that the patient presented to the emergency room experiencing infection and a skin ulceration. The implantable cardioverter defibrillator system was explanted. The patient was in stable condition.